Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer's reported blood glucose level was 30 mg/dl. Customer was treated with food. Trouble shooting was performed. Customer reported symptoms of low blood glucose such as weakness. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.